Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed infusion complete 3 times when there was still medication to be delivered. The customer stated that pump was programmed to deliver 250 ml of vancomycin at 250 ml/hr. The infusion was reprogrammed and completed. It was also reported there was no pt injury.